Event description:
It was reported there was no telemetry; the 'programmer could not dialog with pacemaker'. No signal was detected. The device was explanted and there were no patient complications.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4)testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
(B) (4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.